Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer, patient. Product ID: 3889-28, lot# va0hz52, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-apr-2018, UDI#: (B)(4). Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt both their therapy and their programmer were not working anymore. The issue started about six months ago and they had been experiencing a return of symptoms. They tried increasing and decreasing the stimulation, but nothing would happen. They attempted to communicate with the implant, but were only seeing poor communication. They tried repositioning the antenna and trying it without the antenna, but continued to see poor communication. When asked to clarify if they were seeing poor communication or what exactly they were seeing, they were unable to confirm what the screen was, as they mentioned they normally had help with this. They were unable to turn stimulation down or off since they were unable to communicate with the patient programmer. The patient was redirected back to their doctor to have the device checked due to the age of the implant, return of symptoms and not being able to communicate with the programmer. Additional information was received from the patient. They reported that the cause to the lack of therapy, poor communication, inability to increase or decrease stimulation and inability to turn stimulation off was determined to be dead leads. A replacement is scheduled for (B)(6) 2021. The patient programmer not working was not clarified, just that they need a new one.